Event description:
Pt stated he had a mesh implanted to repair an abdominal hernia on (B)(6) 2016. Soon after he had severe complications including: wound infections, fever, bleeding, sepsis and abdominal distention. He also developed a large seroma which he attributed the doctor keeping his abdominal cavity "open too long and too wide". Pt went to the emergency room on (B)(6) 2016 due to bleeding and fever and was given antibiotics. He stated that the doctor informed him that he would need reconstructive surgery which he had on (B)(6). He stated that the symptoms did get better after the second surgery but continues to have difficulty. He believes that doctors should inform patients of the potential complications and alternatives to mesh.